Event description:
It was reported that the system was revised because the patient had back pain. The CT-imaging of the screws showed a possible screw loosening, especially in l4 and s1 on the left side. Investigation of the blood of the patient showed no direct sign of infection. All parameters were normal. The screw seemed to be positioned in the proper way (on CT). Only on l4 left, maybe a small lateral pedicle fracture could be seen. But still, seen in the re-operation, also s1-left and l4 on the right side were loose.

Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.